Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a s5 roller pump an error occured in relation to the motor head. Patient is affected, further details pending.

Manufacturer narrative:
Through follow-up communication with the customer, livanova deutschland learned that the reported issue was caused by an over-occlusion set by the user. Further, the customer reported that no additional information about the involved patient will be provided.

Event description:
See initial.